Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a resolute integrity to treat a lesion. It was described that the physician asked for MRI information following implant of resolute integrity stent. Wanted to perform an MRI to check for possible stroke.